Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, date implanted - unknown, PMA/510(k) number, manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. A revision procedure will not occur because patient does not believe pain is related to implant.

Event description:
It was reported patient underwent a left total hip arthroplasty on an unknown date. Subsequently, patient was revised in 1999 due to an unknown reason. A second revision procedure has been indicated allegedly due to pain; however, no revision procedure has been reported to date.